Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. Part 310.221 / #lot f-17268 / drill bit ø 2.0/1.15mm, cannulated, l 150/48mm. The visual inspection has shown that approximately 4 mm from the fluted tip section is broken off. The broken off portion was not returned. The ø2.0 of the drill bit got measured. Drawing was reviewed. Drill bit diameter: d = ø2.0 / -0.03 mm caliper 3-01-17584 measured drill bit diameter = ø 1.99. Mm conclusion: the measuring result does show conformity. The manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required and the measured hardness was with 609 ¿ 626 hv within the specification of 580 / +60 hv. The broken surface is homogenous what indicates material conformity as well. Part 310.221 / #lot f-17268 / drill bit ø 2.0/1.15mm, cannulated, l 150/48mm. Based on the provided information we are not able to determine the exact cause of this complaint. We only reasonably conclude that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. It is unknown when the devices broken; they were discovered broken on (B)(6) 2017. Additional product codes: hsz, gfa, gff. (B)(6). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: june 05, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when checking a loan set, it was discovered that a drill bit and a screwdriver were broken. Reportedly there was no patient/procedure involvement. This is report 1 of 2 for (B)(4).